Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported (sweden) the patient's scs ipg placement (buttock) was uncomfortable. Consequently, surgical intervention was taken and the ipg placement was moved to the abdomen area. Reportedly, the issue has been resolved .